Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective ps3 power supply that was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to or would not provide any pt info with respect to this issue. No pt injury was harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had vertical lift column failure.